Event description:
It was reported the patient presented with an insertable cardiac monitor (icm) that migrated and exhibited an unspecified issue with sensing. The icm was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing issue was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within the normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to the reported event of sensing issue. A longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion.